Manufacturer narrative:
Findings: pump unable to prime during prime test due to protruded/loose drive support disk. No compromised force sensor alarm noted. Pump received with cracked display window corner, reservoir tube lip, scratched lcd window and missing end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 130 mg/dl. The customer stated they are receiving a compromised force sensor alarm. The customer stated that the device was not dropped or bumped. The customer stated that the drive support cap appears normal. The customer has not recalls pressing the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced.